Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.5/3.5/173 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to myopia. Cause of the event was the device. It is reported that the lens received is possibly mislabled. The problem was not resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in with moisture within a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensial inspection found lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H3: device history record review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).